Event description:
Three (3) yankauers were pulled from inventory due to cracks in the plastic. Not used on patients. These appear to be defective products. Reference reports: mw5171925 and mw5171927.